Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported the patient experienced uncomfortable tonic stimulation. The patient reports 80% relief with the tonic scs and does not use the system often due to tingling. As a result, the patient is awaiting surgical intervention.

Event description:
Additional information provided the patient underwent ipg replacement on (B)(6) 2019. Satisfactory coverage was obtained post operatively.